Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins battery was dead, and the patient was in the process of getting the ins replaced on (B)(6) 2018. The patient said the device was confirmed to be dead about a month ago, and a manufacturer representative (rep) gave the patient the ¿okay¿ to get an MRI. The patient stated he hadn¿t used the device for some time, and it probably has been a year since he used the device. The patient reported his back has gotten worse since then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was experiencing poor communication. The last time the patient felt stimulation was in (B)(6) 2017 and the last time the patient successfully charged the ins was also in (B)(6) 2017. The patient reported that they had stopped using their stimulation and that they wanted to use it again. The patient reported that they met with a manufacturer representative in (B)(6) 2017 and that they had them attempt to charge for an hour. The patient was sent home and told to charge the ins for 2 hours, but it was not charging. The patient wasn¿t able to troubleshoot at the time of the call as the ins recharger battery was depleted. No further complications are anticipated. On (B)(6) 2017 information was received from a healthcare professional (hcp) regarding the patient. It was reported that they attempted a jump charge but it was unsuccessful. The hcp reported the issue was unresolved. No further complications were reported. On (B)(6) 2017 it was reported that the patient was to have an MRI because they were having a lot of problems in their back. It was noted that the procedure was due to a problem with the device or therapy. The patient found a spine specialist who was willing to operate and the patient stated that hopefully they can open the canals where the nerves were pinched, but in order to do this the patient had to have an MRI. It was noted that the patient did not have a managing healthcare professional as they moved from idaho to arizona recently. The patient was wondering if they could have an MRI of the back. The patient was not able to activate MRI mode because of a suspected overdischarge. The patient had not been able to charge for six to eight months or longer as of (B)(6) 2017. Additional information was received from the patient. It was reported that the patient drove to a physician's office from the list that was sent, but the patient was told that they needed a referral in order to see the physician. The patient wanted to know what to do in order to get an MRI. Additional information was received from a manufacturer representative (rep). It was reported that the rep would call the patient on (B)(6) 2017. Additional information was received from a rep. Overdischarge was alleged. Additional information was received from a rep. It was reported that the desktop charger was not working to recharge the recharger. It was noted that troubleshooting could not be done as the rep was not with the patient. Additional information was received from the patient. It was reported that the patient lost the desktop charger and power cord when they moved. On (B)(6) 2018 information was received from a consumer and a manufacturer representative regarding the patient. It was reported that the patient was having a MRI related to his spine as he was having trouble walking and it has gotten worse. This had started over 4 months prior to the report, confirmed as 2017. The patient had not yet heard about having the device jumpstarted from its overdischarged state to put it into MRI mode. The patient was unable to place the device into MRI mode because he needed his implantable neurostimulator recharged. The patient received the replacement charger cord. The patient had a spinal cord scan done on (B)(6) 2018 which indicated that there were at least 4 points on his left spine that were pressing and causing pain down his leg. The patient¿s implantable neurostimulator was implanted for back pain and pain going to his legs. The patient noted that he was told by a health care provider that the canal could be opened to relieve his pain. His leg pain has gotten more severe in the last 2 months, and he has a lot of back pain and trouble walking. The patient mentioned that he thinks the stimulator would help with his pain if he could get the stimulator started. The pain in his back increases almost daily and he walks to help the pain, but has to shorten his walks because the pain gets so severe. It was noted that the patient walks less every day. The patient has been experiencing the change in therapy of back pain for almost two months. Additional information was received from a manufacturer representative on (B)(6) 2018 reporting that the patient had been in overdischarge for at least 6 months. Previous reports showed that the patient might have been in overdischarge longer. A physician mode recharge (pmr) was attempted on the day of the report but the patient was still in an overdischarge state. The caller reported that the patient may have had 2 overdischarges in the past but they were not able to provide dates. The patient was scheduled to have an MRI that was unrelated to the scs system. No further complications were reported. On (B)(6) 2018 information was received from a manufacturer representative. It was reported that the overdischarge condition of the ins was not able to be corrected, and that additional attempts to recover the implantable neurostimulator would not be made. No additional patient symptoms, and no additional complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-05-31 additional information was received from a healthcare professional (hcp) reporting that the patient's weight at the time of the event was (B)(6) lbs., and that the implanted neurostimulator (ins) was replaced due to it not working. The cause of the ins not working was unknown. No additional patient symptoms, or additional device complications were reported for this event.